Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during and unknown procedure, staples wold not hold. The staples would not form and close. There was no patientd consequence. Another like device was was used to complete the case.